Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a neuron select catheter 5f (5f select), a benchmark 6f 071 delivery catheter (benchmark), and a short sheath. During the procedure, while attempting to advance the 5f select to the target location, the physician fractured the distal length of the 5f select while rotating the 5f select in the common carotid artery (cca). The fracture was observed under fluoroscopy. A penumbra system red 72 reperfusion catheter (red72) was used to aspirate the fractured piece of the 5f select out of the patient. The procedure was completed using the same benchmark, the same short sheath, and a guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron select catheter 5f (5f select) confirmed the catheter was fractured. The complaint indicated that the 5f select fractured while being advanced and rotated. This type of damage typically occurs if the 5f select is advanced or torqued unrestrained against resistance. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.